Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was having communication failure between the battery and remote control. It was also reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.